Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: "check for fluid entering closed wound suction evacuator. Lack of flow may indicate all exudate has been removed. When not using auxiliary suction during surgical wound closure, several activations of the closed wound suction evacuator may be required to establish suction because of: 1. Air entering partially closed wound. 2. An operative air pocket." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the device had an air leak and would not suction. The device was replaced.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the device had an air leak and would not suction. The device was replaced.